Manufacturer narrative:
The company representative observed that the power cord was damaged. The company representative replaced the power cord (part number 0012-00-0886-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the customer observed that the power cord was damaged. No patient was involved.